Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that during the meniscal resection surgery the metal scope part is moving and the light is getting through the scope. The reported event was confirmed as the visual evaluation revealed that the ocular funnel detaches from the main body. Further the distal end and the fiber optics are damaged. The most likely cause for the reported failure can be attributed to misuse of the device.

Event description:
It was reported that during the meniscal resection surgery the metal scope part is moving and the light is getting through the scope. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. No further information received.